Event description:
Symptoms: terrible fatigue, body aches constantly, unexplained food intolerance, anxiety, hormonal imbalance, adrenal fatigue, ibs, back and neck pain, heart palpitations at night, brian fog concentration issues tripping on words, intense inflammation, strong pee smell, weight gain, poor sleep, low libido, throat clearing/cough, vision issues. Depression, mood swings, memory loss, light sensitivity, loud sound sensitivity, bloating and dark bags. FDA safety report # (B)(4).